Event description:
It is reported that during surgery in 2008, when the surgeon was inserting the screw, the screw broke under the screw head. Since the tip of the screw was not able to be extracted, it is located in the pt's femur. There is no schedule of revision surgery at present.

Manufacturer narrative:
Eval summary: the cortical screw has fractured under the screw head due to torsion overload. Sem analysis clearly shows elongated microstructure of the fractured surface. This could be due to: use of powered screw driver and manual 3.5mm hex screw driver. Screw when driven under power tends to snap at the head if it is not withdrawn early. This is unadvisable. Worn out hex tip screw driver could lead to application of more insertion torque than required resulting in fracture. Off-axis seating of the driver and/or failure to pre-drill the bone to full depth could also lead to fracture. The exact cause could not be ascertained since actual surgery conditions and facts stated above are unknown. The screws, however, are tested against competitive cortical screws and found acceptable under torsional and fatigue loading conditions. Cause cannot be definitively determined. Device history records indicate device manufactured to specification. Scanning electron microscopy analysis conducted on the screw head fracture surface showed elongated dimples. Fracture appears to have occurred by overload in torsion. Energy dispersive spectroscopy analysis of the screw material showed fe, cr, ni, mn and mo, typical of a 22-13-5 sst.